Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 596 mg/dl and the pump alarmed no delivery. Customer also indicated that their sensor was off by 300 points. Customer declined high blood glucose troubleshooting and any other further issues.